Event description:
It was reported that during a single-photon emission computerized tomography (spect) scan procedure, a balloon leak occurred. The 5/100/035 occlusion balloon was advanced to an unspecified area of the brain and inflated for 10 minutes with unspecified contrast media to provide blood flow occlusion for spect imaging being performed to assess blood flow. After approximately 10 minutes of maintaining pressure, the physician noted that the balloon had "deflated on its own" and free air could be seen on imaging. It was further noted that the physician had checked to make sure that the syringe containing the contrast solution did not contain air prior to balloon inflation. The procedure was completed without further intervention. The physician reported that the "patient was ok and did not suffer any adverse event".